Event description:
It was reported by service report that a part of a lift-here label was missing due to being torn. Part of the label being missing could result in the label no longer being properly legible. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift-here label.